Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on the event and on the device disposition, but no further information has been received to date. Based on the available information, it is not possible to draw a definitive conclusion on the event. The root cause of the reported explant/failure to implant remains unknown at this time. However, based on the document review performed, no manufacturing deficits were identified. Should the manufacturer receive additional information in the future, an update will be provided to this reporting activity.

Event description:
The manufacturer was informed on this event through the device tracking department. Based on the information reported on the patient implant form, a memo 3d smd32 was implanted and explanted on (B)(6) 2020. No further information is presently available. No indication of a device malfunction nor serious injury was received from the site regarding this event.